Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that system batteries were in need of replacement. Part replacement resolved the issue. Part return has been requested. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following replacement of the batteries and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that the batteries on the imaging system had lower than expected voltage. This was reported outside of any patient involvement. No additional details were provided.

Manufacturer narrative:
The suspect battery was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Measured voltage value is 3.079vdc. Rated voltage is 3.00vdc. The reported event could not be duplicated by medtronic personnel.